Event description:
It was reported that post mortem interrogation of the device was performed and noted the atrial lead showed small p-waves and the capture threshold was unreliable. It was further reported that examination of the lead showed it to be intact without any obvious damage or insulation break.the patient died in a manner unrelated to the device system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.